Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: 510k: this report is for an unknown screws: 7.3 mm cannulated. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in france as follows: this report is being filed after the review of the following journal article: boudissa, m. Et al (2022), screw misplacement in percutaneous posterior pelvic iliosacral screwing with and without navigation: a prospective clinical study of 174 screws in 127 patients, orthopaedics & traumatology: surgery & research, vol. 108 (103213), pages 1-6 (france). The objective of this prospective study was to evaluate the accuracy of percutaneous iliosacral screw positioning and to measure the radiation dose to the patient with surgivisio navigation comparatively to fluoroscopy. Between january 2018 and december 2019, a total of 127 patients (67 male and 60 female) with a mean age of 48 ± 20.3 years (range: 16¿91 years) who were managed by percutaneous iliosacral screw fixation were included in the study. Iliosacral fixation was achieved using titanium cannulated screws 7.3 mm in diameter (depuy synthes, raynham, ma, USA). When needed, polymethylmethacrylate high-viscosity cement from competitor was used. Of the 174 screws, 45 were implanted with navigation and 129 with fluoroscopy. The mean follow-up period was unknown. The following complications were reported as follows: 12/174 of the screws were malpositioned according to the modified gras classification, and 4/174 required repositioning. Revision surgery for screw repositioning was required in 1 patient in the navigation group (1/45, 2.2%) and 3 patients in the fluoroscopy group (3/129, 2.3%). 1 patient had surgical-site infection. 2 patients had sciatica due to irritation of the nerve by the material (fig. 2). In an 82-year-old female, where bilateral iliosacral screw fixation was performed with the patient supine and conventional fluoroscopic guidance, a postoperative axial view showing a malpositioned iliosacral screw responsible for irritation of the left s1 nerve root; removal of the screw and re-implantation in the correct position was performed. 1 patient had asymptomatic cement leakage, and sciatica due to nerve irritation by the material in another (fig. 3). In a 72-year-old female, where an iliosacral screw fixation with cement augmentation was performed using the surgivisio platform for navigation, postoperative axial view showing screw malposition and cement leakage on the left; removal of the screw and re-implantation in the correct position on the left was performed. A copy of the literature article is being submitted with this medwatch. This report involves one unk - screws: 7.3 mm cannulated. This is report 1 of 3 for (B)(4).